Event description:
Reportable based on device analysis completed on 27mar2026. It was reported that device unable to advance and stretched occurred. The target lesion was located in the arm. A 5mm x 15cm interlock was selected for use. During the procedure, it was noted that the coil could not be pushed out of the sheath. Upon removal, the coil was stretched. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a broken pusher wire.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial phone: (B)(6). Investigation results: device evaluated by MFR: the introducer sheath and the pusher wire were returned to our post market quality assurance laboratory. The returned unit was split into two pieces. Visual and microscopic inspection revealed that the pusher wire was bent and detached at the heat shrink tfe tubing section, moreover the interlocking arm was bent and stretched. The introducer sheath was also observed to be damaged. The outer diameters of the pusher wire were inspected and were within specification. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.